Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I have had 2 patients in the past month that have had ports that I have had to reaccess due to the tubing attached to the huber needle leaking. I know this is an infection risk. I noticed that the huber needles are different than the ones we have had in the past." This report addresses the first patient.